Manufacturer narrative:
On (B)(6) 2019 arjo was informed about incident with maxi sky 2 ceiling lift involvement that took place in hartekampgroep facility in heemstede, nl. It was reported that at the time of moving the maxi sky 2 ceiling lift, it fell off the rail track system, while being located at the exchanger. There was no patient attached on the ceiling lift at that time and no injury was sustained. Investigated arjo non-portable ceiling lifting system consists of the maxi sky 2 ceiling lift and the kwiktrak installation. Kwiktrak system includes modular components that can be combined to create the layout tailored to suit the customer's specific needs, depending on the room arrangement. One of these components is exchanger, designed to allow the ceiling lift to pass from one rail path to another. Exchanger works automatically: when the user needs to change path, they should bring the lift to the activation station next to the exchanger, marked with arrows. Once the exchanger detects the lift, it acknowledges with a short beep and changes the path automatically. The operator shall wait until the exchanger has stopped completely, then the lift can be moved through the exchanger. Arjo representative, who performed the exchanger examination after event, confirmed that the function that allows the ceiling lift to change the direction automatically did not respond. According to the product design, in case of the electrical failure, change of the ceiling lift direction can also be performed manually. The instructions for use for exchanger (IFU 001.11730.en rev. 8) describes sequence of actions that caregiver should follow: "if the exchanger fails to operate automatically, or if there is an emergency situation, engage the quick-release located below the exchanger. Slide the plate manually to change the path completely. [...] Warning: never operate the exchanger, with the quick release or the activation station, if a lift is present under the exchanger. Failure to follow these instructions may result in injury." During the interview it was reported to us that the caregiver tried to change rail path manually, having the lift under the exchanger, what caused the lift to run out of the rail and fall to the floor. This is considered as a direct root cause of the incident. When reviewing similar reportable complaints registered in the last five years for ceiling lifts, we have not found any other event with similar fault description. The issue claimed by the customer in this case appears to be an isolated occurrence. In summary, when the instruction for use is followed and the necessary precautions are taken, there is very low possibility of any potentially risky situation to occur. The ceiling lifting system was not used for the patient's transfer at the time of the event but played a role in the reported event. There was technical failure of the exchanger, making the device out of manufacturer's specification. Although no injury was sustained, the complaint was decided to be reportable due to the fact that ceiling lift detachment may result in serious injury upon reoccurrence.

Manufacturer narrative:
Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo was informed about incident with maxi sky 2 ceiling lift involvement. It was reported that the exchanger, part of the kwiktrak ceiling installation, did not work, therefore the caregiver changed its position manually. After that, the maxi sky 2 was moved along the track. When the ceiling lift was passing the exchanger, it fell out of the rail to the floor. There was no patient on the lift at that time. No injury was sustained.